Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.